Event description:
It was reported that during a lecture at a conference an event that occurred approximately one year ago was described whereby a patient had a dehiscence of the orbit and the hydrodebrider inadvertently irrigated into the orbit of the eye causing a hydroma and subsequent proptosis. A medial canthotomy was performed to relieve the pressure. The patient had no loss of or impaired vision.

Manufacturer narrative:
This product is used for treatment purposes. The product was not returned for evaluation; therefore, an evaluation cannot be conducted. Indications for use (IFU): the xomed hydrodebrider system is indicated for use whenever irrigation of the paranasal sinuses is desired including post endoscopic sinus surgery and office based irrigation. The xomed hydrodebrider is intended to treat such conditions and disorders as rhinitis and acute or chronic sinusitis. The IFU warns: in cases where the lamina papyrecea has been compromised during the surgical procedure, care should be taken not to direct the flow of irrigant through the fistula and into the orbit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.